Manufacturer narrative:
The clip was not returned to the service center for evaluation. The exact cause of the reported event could not be determined. However, based on similar reported events related to the reported device, the operator¿s technique cannot be ruled out as a contributory factor. The instruction manual states ¿before use, prepare, and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, perforation, bleeding, or mucous membrane damage and may result in more severe equipment damage.¿

Event description:
Olympus was informed that during an unspecified procedure, the spring and rod from the clip¿s assembly detached and fell into the patient¿s colon. The user facility reported that the device fragment was retrieved. The intended procedure was completed with a similar device. There was no patient injury reported.